Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that due to a failed left ventricular (lv) lead implant attempt, the left ventricular port of the device was plugged. The patient heard an audible alert tone. Further investigation revealed that the audible tone portion of the alert for the lv lead had not been programmed "off." Device still in use. No patient complications have been reported as a result of this event.